Manufacturer narrative:
Corrosion was observed on the batteries, chassis, pcb, and mechanism rail, resulting in low batteries and data loss. As such, the presence of the reported alarm could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The leak is confirmed as the source of the internal corrosion and data loss. It could not be determined if the observed tear is in any way linked to the reported alarm. The observed internal cannula tear is related to action #98586. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while the patient was sleeping, the pod alarmed after approximately 4-24 hours of wear. There was no specific error message or error code reported. This led to the patient¿s blood glucose levels increasing to above 250mg/dl. There was no medical intervention reported in relation to this event. The device was returned for investigation, and an internal cannula tear was identified.